Event description:
Additional information was received which indicated that the right ventricular (rv) lead oversensed noise. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the right atrial (ra) lead and right ventricular (rv) lead, measuring less than 200 ohms. The device was programmed vvir, which is a ventricular demand pacing mode. This pacemaker system remains in service. No adverse patient effects were reported.